Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. The cartridge was filled with 240 units of insulin. In addition, the customer reported observing insulin leaking out of the cartridge. Reportedly, the leak was from the bottom of the cartridge, near the pneumatic port. The customer was able to load a new cartridge successfully. The customer's blood glucose level was 163 mg/dl.